Event description:
The balloon ruptured and was missing when the catheter was withdrawn from the vessel. Multiple catheters were used to try to retrieve the detached balloon, however the balloon was not able to be located. No permanent pt injury reported.